Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User came to the clinic with a visible bci implant protruding from the skin. User was explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the received information the device was explanted due to extrusion through the skin and infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
User came to the clinic with a visible bci implant protruding from the skin. User was explanted.